Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, x-rays were received from the surgeon of a failed gxl acetabular insert approximately 22 months postop the initial implant. No additional information is available at this time.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.